Event description:
It was reported that the patient had explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient had explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). UDI: (B)(4).